Event description:
This unisolve complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident patient developed a rash around the stoma area. Patient originally thought his rash was caused from glue on a tape he uses. Patient wife stated her husband had a breakdown of his skin after surgery (B)(6) 2006. Patient started using uni-solve adhesive remove wipes after his surgery dated (B)(6) 2006. Patient was taken to the emergency room several times in due to rash on around stoma.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "skin irritation/reaction". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. All of the returned sample(s) of lots 0f195, 0f239, 0k207, 0k233, 0m151 as well as control samples (from stock) of additional lots of uni-solve wipes were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes.